Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. Date of event: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted in the spring of 2022. They reported that after charging their implantable neurostimulator (ins) they usually check the stimulation to make sure it's running correctly. The last time they charged they weren't able to increase the amplitude and an error message appeared saying the system was running at its limit and the amplitude could not be increased. The impedances were checked and all were above 4000 except one of the monopolar settings. Patient denied any kind of stress on the lead (no falls, accidents, intense activities or punches to the back). Patient also reported their symptoms slowly returned, they suffered from retention. They had been experiencing difficulty emptying their bladder. They reported no issues or unusual circumstances during the charging process.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that on december 7 they saw the patient with the physician and an impedance check was performed, all impedances were greater than 4000 ohm except the case + and pol 1-. The rep reprogrammed the implantable neurostimulator to the only setting with normal impedances. With this setting they noted they were able to increase amplitude. The physician was going to follow-up with the patient within the next weeks to check the efficiency of the simulation setting and was going to plan an x-ray at that time. So far no surgical intervention had been planned or had occurred. It was noted patient weight was unknown, but they are quite thin. The device remains in use at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.